Event description:
Following the patients implant surgery on (B)(6) 2013, she began experiencing extreme pain and swelling to the point she could not sleep at night and painkillers were not working. Seven days after surgery, the incision opened up and began draining. First started off as thick white mucus draining and then clear draining to yellow, green, and red draining. Five to eight months after surgery she began developing left side ear pain and pressure, left side headaches, vision blurring, sinus infections, bronchitis, low grade fevers (99.4 to 101), extreme fatigue, areas of tenderness on left side, swollen lymph nodes in neck and brest, stomach pain, increased joint pain all over body, unexplained rashes, and immune issues. She had a biopsy done in (B)(6) 2014 around her prostheses due to expected biofilm. The results of the cultures came back with coag. Negative staph and p.acnes. She had bilateral explant of her concepts protheses in (B)(6) 2015 and was placed on a PICC line for 6 weeks to treat biofilm infections. The patient reports her energy levels have returned and immune issues, pain and other symptoms have drastically improved. She is now on long-term antibiotics for bacterial infections and antifungal medications for systemic candida infection.